Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the back of the well intermittently did not have red blood cells after aspiration from the sample. The fse replaced the syringe unit assembly for the small and large syringes. The fse ran a rack of samples, ran precision on random patient samples, and ran hba1c quality controls (qc). The fse also calibrated the system. All results were within acceptable range. The g8 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2017, which included data from (B)(6) 2016 through (B)(6) 2017. There was one similar complaint identified during the searched period, which includes this event. The g8 operator's manual under chapter 1 interpretation of results is as follows: interpretation of results the sa1c measuring range is 4.0 - 16.9%. The ideal retention time for sa1c is 0.59 minutes. The ideal retention time for a0 is 0.90 minutes. Results will not be reported if the total area (ta) is <500 which can be seen in severe anemia. Results will not be reported if the ta is >4000 which can be seen in polycythemia. The optimal goal for total area is between 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. The chromatogram must be examined for any unidentifiable peaks (i.e., p00, p01,) before the a0 peak. Do not report the result if these peaks exist. When there is a question concerning the chromatography, repeat the sample. If the repeated sample also displays unusual characteristics, it is appropriate to evaluate whether the unusual result is due to an abnormal sample, a procedural error, an instrument malfunction or a sample-handling problem. The most probable cause for low total area was the syringe unit failure.

Event description:
On (B)(6) 2017, a customer reported low total areas on the g8 instrument. The customer stated that the low total areas were reported on the controls and whole blood primers. The sample probe was replaced and the waste line was not backed up or kinked but the error persisted. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.